Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler(jammed, not firing) in surgical operation". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "the hcp failed to fire the skin stapler (jammed, not firing) in surgical operation". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the first two staples were severely misaligned, and there were slight gaps in between the staples. The stapler was returned with its trigger not engaged. There were no signs of biological material on the device. The stapler was received with 40 staples left in the cover block. Dimensional inspection was performed on the anvil. The inner angle of the hook measured 84.13 which is not within the specification of 56 8 . The outer angle of the hook measured 94.87 which is within the specification of 90 5 . A non-conformance was previously opened to address anvil components out of specification. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. The first fire resulted in the staple fully forming and releasing. The first three fires in the skin pad fully formed and released. The fifth attempt resulted in one staple partially forming. The next four staples fully formed and released. The tenth fire attempt resulted in one staple partially forming. The next five staples fully formed and released. The device was disassembled and die casting anomalies were discovered on the forming tool. The pusher appeared to be tilted downward. No other defects or anomalies were observed. The anvil was in the proper orientation. It appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received, and there are slight gaps in between the staples. The returned stapler revealed that the first two staples were severely misaligned. Upon functional testing, the first fire resulted in the staple fully forming and releasing. The first three fires in the skin pad fully formed and released. The fifth attempt resulted in one staple partially forming. The next four staples fully formed and released. The tenth fire attempt resulted in one staple partially forming. The next five staples fully formed and released. The sample was disassembled. Die casting anomalies were observed on the forming tool. It appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.